Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that to replace drawer. A field service engineer truobleshooted and found drawer had bad rails. So, replaced the drawer to resolve. The system functioned as intended. The contact information was kept blank due to the reported issues that were found by the field service technician while on site. The system functioned as intended after the field service engineer troubleshooted the device. Preventative maintenance was performed on the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a drawer failure with bad rails. The customer reported that the user was able to remove the medication but there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.